Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had error on drawer. The field service engineer tested the drawer in application the system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had error on cubie pockets. The customer stated that this malfunction occurred when they were trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.